Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. No anomalies to serial number label. Unit received with missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. Unit received with cracked reservoir tube lip, scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, faded serial number label, slightly peeling end cap address label and corrosion in battery tube.

Event description:
Customer reported via phone call that insulin pump had cosmetic damage. Blood glucose was 90 mg/dl. Customer reported that top of insulin pump has a white plastic piece with a black thing under it and it seem that came off. The insulin pump will not be returned for analysis.